Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8095682.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.